Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor inappropriately recorded a pause episode on (B)(6) 2018. The episode appears to have been due to poor pocket contact or device movement within the pocket. On (B)(6) 2018 another false pause episode was observed. It was determined that the episode was due to signal dropout and undersensing. Programming changes were discussed. The patient was asymptomatic.